Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was reported to be stable.